Event description:
It was reported that after surgery, the foley catheter came out. The balloon was not inflated, and when they checked, they found a hole and water was leaking out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Five photos were received for evaluation. The first one shows an overview of one three way all silicone foley catheter, the second photo zooms into the catheter tip with a red arrow pointing at the deflated balloon. The next two photos show the catheter cap with the lot number and the tray label. The last photo shows a note in native language. Also received 1 all silicone temp sensing foley catheter. It was attempted to inflate the balloon with 10 ml of methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) however it would not inflate due to a cut in the balloon (0.0725). This does not meet specification which states balloon must not be torn and balloons shall not burst when inflated to minimum burst volume. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be wall thickness too thin. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: warnings: method for use: do not inflate the balloon in the urethra. The urethra may be injured. Do not pull the catheter hard. The bladder, urethra may be injured. Applicable patients: patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications: method for use: do not reuse. Do not re sterilize. This device contains 10 percentage povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. Applicable patients: patients with known allergy to silver coated catheter. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after surgery, the foley catheter came out. The balloon was not inflated, and when they checked, they found a hole and water was leaking out.